Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an infection described as "line is infected". The cause of the event was not reported. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (ongoing, doses, routes and frequencies were not reported) for the event. At the time of this report, the patient remained hospitalized and the outcome was not reported. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.